Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/501(k); this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm6 12.1 implantable collamer lens of -6.0 diopter was implanted into the patients right eye (od). On (B)(6) 2021 the lens was implanted; removed and replaced intra-op within the same surgery for a longer length lens due to low vault. The problem was resolved. Cause was reported as unknown.

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/501(k); this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm6 12.1 implantable collamer lens of -6.0 diopter was implanted into the patients right eye (od). On (B)(6) 2021 the lens was implanted; removed and replaced intra-op within the same surgery for a longer length lens due to low vault. The problem was resolved. Cause was reported as unknown.